Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 365-683,trace ketones, headache, and dizziness, with an unknown cause which resulted in the customer going to the emergency room (ER). Customer attempted to self address elevated bg via a correction bolus and supply change. Tandem technical support commenced conducting system check and verified the pump was functioning as intended. However, the customer reported using insulin and cartridge's beyond labeling prior to ER admission (4-5 days in duration). Tandem technical support educated the customer to replace the cartridge every 48 hours if using humalog. Upon admission to ER the customer was treated with intravenous fluids (IV) of saline, insulin and anti-nausea medication which reportedly resolved the issues. During ER admission, tandem technical support conducted a second systems check which confirmed that the pump and related supplies were functioning as intended. The customer was released from the ER the same day with no permeant damage.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.